Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 6-9 mmol/l. Customer's most recent blood glucose level was 16.2 mmol/l. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the spring was not damaged. Customer's screen has turned back on since the blank display incident. Customer had a battery out limit alarm during the time of the blank display and x-ray exposure. Customer stated that the pump may have been off for greater than 10 minutes during the chest x-ray procedure. Pump passed the self-test. Customer was advised to monitor the pump. Customer declined replacement battery cap. Customer mentioned that they were admitted to the hospital but it was not diabetes-related. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.